Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-xxxx-xxxxx. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device turns on and off on its own. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is reporting the power switch overlay has been replaced but the unit continues to exhibit the problem. Customer advised of possible ui board as the possible failure. The rse provided parts ID for the pcba, user interface (ui) (2nd generation) to resolve. The customer replaced the pcba, user interface (ui) (2nd generation) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.